Event description:
A physician reported during intraocular lens (iol) implant procedure, the surgeon noticed there was a labelling error. The product was fine and the surgery was completed with no patient harm. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photo shows a sheet with two secondary labels for model company specific lens, diopter 16.5 d. Sn on the first label is (B)(6), sn on the second label is (B)(6). The root cause is deemed to be internal-human factors. Labels with the incorrect data reference for the human readable serial number were released. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.